Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the rptr: on (B)(6) 2013, the pt had a piece of mesh implanted. On (B)(6) 2013, it was noted that the pt's hemoglobin was down. This was treated with medication and resolved on (B)(6) 2013. According to the principal investigator, there is a possible relationship to the device. It is also noted that the pt experienced intense post-operative pain on (B)(6) 2013. This was noted to be resolved with medication on (B)(6) 2013. According to the principal investigator, there is probable relationship to the device.